Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was reprogrammed.

Manufacturer narrative:
Concomitant medical products: evolut valve implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant far field r-wave (ffrw) oversensing was noted on current and stored electrograms (egm) for the right atrial (ra) lead causing the device the mode switch. The lead remains in use. No patient complications have been reported as a result of this event.